Manufacturer narrative:
The device was received fully deployed. Inspection of the device found no damages or defects that would cause the needle to not retract. No timeouts or drive stalls were seen in the download data. The phb was inspected and the algorithm acted as expected to respective egv values from the cgm. The cause of the reported needle mechanism failure could not be conclusively determined.

Event description:
It was reported that the needle mechanism did not fully retract as intended during activation. The patient's blood glucose (bg) values reached 350 mg/dl. No further details to report.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.